Event description:
Left side inflation and pain.

Manufacturer narrative:
Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such a fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately.